Manufacturer narrative:
(B)(4). The device was received and evaluation was completed. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The duplicate keypad output was verified. Upon inspection, evaluation confirmed the reported symptom as a malfunctioning keypad when the 9 key was triggered without being pressed. The cause was determined to be a failed keypad and was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a duplicate keypad output. There was no patient involvement. No additional information is available.